Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 350 mg/dl. Customer's mother reported last few months problems with buttons. Customer in hospital but not connected with device. Customer reported all buttons work hard but button act is the hardest. The customer was advised that pump will need to be replaced.

Manufacturer narrative:
The pump was received with intermittent express bolus, esc, act, up and down arrow button response due to flattened button dome switches. The lcd keypad connector was not found unlocked during visual inspection. The pump was received with minor scratches on the lcd window.